Event description:
It was reported by the rep that the (1) ils25 was used during an unknown procedure on an unknown date with an unknown surgeon. It was reported that the instrument did not close correctly. The anastomosis needed to be sutured to finish. The or time was extended by (45) forty-five mins. 1/14/2000 the device used was an ecs25.